Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned device found blood in/on the helix/lobe and the helix is distorted/bent. Torque transfers when the pin is rotated, but the bent helix prevents proper function of the helix. The proximal conductor has blood/body fluid (not obstructed) and the outer insulation is breached cut. Damaged at implant.

Event description:
It was reported that during implant attempt, the helix would not retract, and there was positioning difficulty. The lead was not used. There were no patient complications reported as a result of this event.